Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product at this time. Customer will contact her healthcare provider first. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. (B)(6) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of e-0. The customer's expected fasting blood glucose test result range is undisclosed. The customer feels weak. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the undisclosed. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and produced test results of e-0 using true metrix meter. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was not reviewed for previous test result history. The e-0 appears when the blood is absorbed.